Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. When connected to a root both channels of the module were able to take measurements which were consistent with measurements from a known good module. Humidity was added to the module and the measured values were no longer consistent with a known good module. Internal inspection showed the cable connector had contamination damage. The sensor connector was temporarily replaced with a known good connector and the module was fully functional. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the module was plugged into moc-9 and not displaying anything on root monitor. Also on previous occasion stopped displaying during surgery. No patient impact or consequences were reported.